Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 53 mg/dl. The customer was treated with food. Customer has been experiencing low blood glucose for about 2 to 3 hours. The customer was offered to troubleshoot for low blood glucose and checked bolus history and found he gave himself another bolus a little earlier. Customer to continue troubleshooting but he said no and he is ok and settings are right.